Event description:
Event description guidant received information that post open heart surgery , this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous atrial and left ventricular leads displayed out of range threshold measurements. Impedance measurements are normal.